Event description:
A system error (se) 2240 was found during a review of the event logs of a returned homechoice (hc) cycler. This event occurred on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 808:07, and determined the root cause to be a faulty pump head module. No repairs have been performed at this time. A follow up report will be submitted if additional information becomes available.

Event description:
The facility reported a colleague infusion pump which experienced failure code 808:07. It was not specified when or at what point in the process the reported condition occurred. No patient injury or medical intervention was reported. Per baxter's review of the device event history, the failure code 808:07 occurred during delivery causing an interruption of delivery. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause investigation for the reported problem is in progress through (B)(4).